Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings. This medical affairs specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose twice per day and control her diabetes with lantus and novolin/regular insulin. The pt takes novolin/regular insulin based on a sliding scale per the lfs meter readings. The pt claimed that the inaccurate high issue first occurred approx two weeks prior to contacting lfs. The pt reported blood glucose results of "227 and 150 mg/dl with a lifescan meter and "200 mg/dl" on another meter, performed within 10 mins of each other. Based on statistical methodology,the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30mg/dl. As a result of an elevated blood glucose reading of "227 or 250 mg/dl, " the pt reportedly took an increase novolin insulin to 6 units before going to bed. The pt reportedly woke up two or 3 hours later had symptoms described as "hypo weak, shaky, and nervous." The pt administered self-treatment with food/beverage. The reported symptoms lasted approx 30 mins. The pt felt that the subject meter gave an inaccurate reading at the time of concern and had the subject meter been reading correctly, she would have prevented the alleged hypoglycemic episode. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported the pt claimed that she had symptoms that can be suggestive of severe hypoglycemia after obtaining elevated readings on the lfs meter and increasing his insulin. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.